Manufacturer narrative:
Manufacturer evaluation of the information available determined that the root cause for the sub-optimal processing of patient tissue samples reported by the complainant was a use error, which occurred at 05:15 on 08 november 2023. Specifically, a user failed to complete manual replacement of the reagent in bottle 8 (ethanol) in accordance with the manufacturer instructions detailed in section 5.4.4 of the leica biosystems peloris/peloris ii user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." The consequences of the use error identified would have been use of a reagent(s) at a concentration less than the minimum required for the final dehydration step in tissue processing runs resulting in re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. Manufacturer evaluation of the information available showed that the instrument functioned as designed between 08 and 13 november 2023. Manufacturer evaluation of the service record for the instrument showed that a leica biosystems field service engineer was not dispatched to assess the operation and function of the instrument in association with this complaint.

Event description:
On 13 november 2023, leica biosystems melbourne received the following information from the local leica field applications specialist - core histology, (B)(6) (fas): "on saturday, lab assistant accidentally loaded 264 breast cassettes on a run on retort a. She meant to put it on a delay run. It went straight into ethanol. She then aborted the run. The tissue was in ethanol for 1 minute, rinsed quickly with water then placed on a delayed 8hr xylene run to come off at 5am on sunday. Starting with formalin. The tissue was embedded sunday afternoon/evening. The embedding techs noticed it looked strange, communicated with another tech, however nothing was done. Today, the techs attempted to cut the blocks and it was impossible to get a section...we noticed that bottle 13, xylene, looks like it may have separation and some water in it." The fas documented that the affected patient tissue samples were derived from two (2) "factory 8 hour xylene" protocols comprising 528 cassettes executed in retort b, with a start/end time & date documented as "retort b protocol run started at 11/11/2023 14:55:26; retort b protocol run completed at 12/11/2023 05:02:15 retort a protocol run started at 13/11/2023 08:08:06 ;retort a protocol run completed at 13/11/2023 15:51:50"; the tissue type(s) were documented as "breast" and the tissue artefact was described as "under processed; mushy". The fas measured the ethanol concentration in bottles 3-10 inclusive using a hydrometer and recorded both the measured ethanol concentration and that calculated by the instrument software algorithm. The variance between the measured and calculated ethanol concentration was found to be within the acceptable limits of +/-5% except for bottles 3, 5 and 8. The measured ethanol concentration in bottle 3 was 91% and that calculated by the instrument software was 99.3%. The measured ethanol concentration in bottle 5 was 94% and that calculated by the instrument software was 88%. The measured ethanol concentration in bottle 8 was 75% and that calculated by the instrument software was 99.2%. The fas documented that: "all ethanol bottles contained fat and sludge. Visual contamination seen in all ethanol bottles and xylene bottles. Visual contamination in w2 and w4 baths (appears to be water separation). Bottle 3, 5, and 8 have major concentration discrepancy when measured with hydrometer vs software concentration. Liquid level sensors on retorts a and b are dirty. Bottle cap of station 14 cracked." The fas recommended "decontamination of wax stations and reagent stations...all station bottles need to be thoroughly cleaned of fat, sludge, and debris. Lab personnel highly recommended for training. Ensure reagent bottles are cleaned between changes. Ensure lls are cleaned daily. Create graded 70% and 90% ethanol after all dehydration stations have been dumped to ensure proper gradient of alcohols for initial setup. Ensure staff properly entering the appropriate concentration of ethanol when replacing, do not fast pull bottles and select "changed" with default concentration." On 14 november 2023, sfdc case (B)(4) was created and complaint record (B)(4) entered the trackwise complaint management system with the following details: "customer reported under processed breast tissue..." On 21 november 2023, leica biosystems melbourne received information from the fas that the affected patient tissue samples were re-processed using "...a custom 'reverse process' program & customers 'factory 8 hr xylene' program" and all patient cases involved in this event were diagnosable. No adverse consequence(s) to a patient(s) has been reported to the manufacturer.